Event description:
Procedure type: spinal surgery - seven level fusion. Initial procedure date: 2008. According to the reporter: there was a disassociation of a screw/rod on a seven level construct. The disassociation occurred at the l5/s1 level only. A revision surgery was performed the following month, to remove the implant.

Manufacturer narrative:
Initial report sent: 01/23/2009. The device was not returned for evaluation. A definitive cause cannot be determined at this time. Care must be taken to ensure that all screw cups are tightened and assembled correctly. Loosening of the construct is listed as a possible adverse outcome in the instructions for use (IFU) supplied with each device. The patient indicated that she had been in a car accident prior to the x-rays taken that indicated that a disassociation occurred. X-spine has received three separate reports from the same doctor and hospital indicating that a disassociation of the screw/rod assembly occurred. The report numbers for these three reports are as follows: 3005031160-2009-00002, 3005031160-2009-00003, and 3005031160-2009-00004.